Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding that required a balloon blocker. Labs: 1.0 international normalized ratio (inr) and platelets 284 g/l and the patient was not on any anticoagulants or antiplatelets. The lesion size was 9 mm and located in the right segment 6 and 6mm from the pleura. As the physician was retrieving biopsies with a 1.1 mm cryoprobe (erbe) bleeding was noticed in the endotracheal tube. The case was aborted after the bleeding (2 more lesions were not biopsied). The site believed that the bleeding was caused by the cryoprobe and definitely would have occurred with another biopsy modality. The ion catheter was removed and swapped to a manual bronchoscope where the airways were cleared out and a balloon blocker was deployed (less than 20 minutes). This caused a procedure delay for approximately 20 minutes, but the patient was stable afterwards and did not require additional monitoring. The amount of pure blood loss was less than 200 ml and 20 ml of instilled saline. An unreported diagnosis was confirmed. The site did not believe the bleeding was ion device related. The patient was hospitalized for 2 days, but not because of the bleeding, and then discharged home.